Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Correction: it was noted that the right ventricular lead was dislodged, confirmed under chest x-ray.

Event description:
Correction: it was noted that the right ventricular lead was dislodged, confirmed under chest x-ray.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Correction: it was noted that the right ventricular lead was dislodged, confirmed under chest x-ray.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.